Event description:
The defibrillator was loaned to a police department to respond to emergencies. The device was used on an unresponsive male. When turned on to deliver a shock, the device would not power up. The pt was not resusciated. Reporter is not sure if the device would have helped resuscitate pt if it had worked.